Manufacturer narrative:
H.6. Investigation summary: bd received 95 samples and 95 photos for investigation. The photos were reviewed and indicated failure modes were observed: foreign matter (fm) in tube and shield, missing tube label, scratched tubes, bubbles in gel, and burnt tubes visual examination of the samples and photos was performed and revealed a white particle on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Embedded fm is indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. This would typically be seen during the start of a run, or if the mold had to be stopped for maintenance and then restarted. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. Several projects are in place that will help reduce the potential of introducing fm into tubes. A team has also been established that¿s focus is fm awareness and reduction. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-08-09 h3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had "white" foreign matter discovered in the tube. The following information was provided by the initial reporter, translated from japanese to english: this report is about fm (white substance). A white substance was confirmed in the blood collection tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had "white" foreign matter discovered in the tube. The following information was provided by the initial reporter, translated from japanese to english: this report is about fm (white substance). A white substance was confirmed in the blood collection tube.